Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Further testing confirmed the "door will not latch" message due to a failed upper link switch. The upper auxiliary assembly was replaced.

Event description:
During baxter's device evaluation, the device displayed "door will not latch" messages. There was no pt involvement.